Manufacturer narrative:
The device was not returned for evaluation. We are unable to assess the product condition. The caller reported that the cannula dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported, therefore no qualification record review could be performed. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her daughter woke up vomiting this morning and was late to school because she was sick. The mother didn't have any details of the history, but stated that her daughter's blood glucose was >500 mg/dl and that the cannula pulled out of the skin overnight. She said she would call back with specific information, but did not. A call was placed to her, but she didn't answer and no message was left due to her voice mailbox being full.